Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. The patient was going onto her 3rd day of sensor wear and found that she was testing her blood glucose (bg) more than before. She informed the distributor that her bg variances were more than the 20%. Her cgm would say she was at 11mmol/l when she was feeling hypoglycemic and her bg meter also said she was low. It would not happen all the time however, enough for her to want to take it off as it was making her more anxious. Patient treated herself accordingly. No medical attention was needed. No additional event or patient information was provided.